Event description:
Robotic total hysterectomy - monopolar curved scissors worked intermittently throughout case. Monopolar power cable was unplugged and replugged in to try and resolve issue. Power cord was very hot and later broke off. Monopolar scissor was also broken at the base. No known injury to the patient. This item is a reusable item. The staff is unsure if the cord was frayed before the case, or if it happened during the case. This event will be forwarded to risk management.